Event description:
It was reported that the patient heard an alert tone which was found to be due to he rv coil and svc coil having high impedance. It was reported that there was a problem with the setscrew and that after attempting to replace the setscrew, any replacement screw became impossible to screw in. The device was removed and replaced and the lead connected without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary:(B)(4) no anomalies found.